Event description:
Pt. Underwent open heart surgery for placement of a pericardial tissue heart valve. The valve seated well and was without leak in perivalvular area. However, a central leak was seen, suggestive of suture entrapment. This same type of event has happened three previous times to this surgeon and other surgeons which is causing them to question the design of the valve/holder system.

Event description:
Pt underwent open heart surgery for placement of a pericardial tissue heart valve. The valve seated well and was without leak in perivalvular area. However, a central leak was seen suggestive of suture entrapment. This same type of event has happened three previous times to this surgeon and other surgeons which is causing them to question the design of the valve/holder system.

Event description:
Testing of the device(s) in question, was unable to be performed, as the device (s) was unable to be returned to co facility for eval. Per the hosp, these events occurred back in 2005, so these device (s) have been long since discarded. Based on the description of the event, it sounds like a looped suture was caught during the valve implantation process, due to the comment made of a suture entrapment. Suture looping is user technique issue and is cautioned against in co instructions for use. The edwards lifesciences sales rep for this account has in-serviced this customer on valve deployment methods to ease implantation and help prevent suture looping. No design changes or modifications have been made that may be related to this event.